Event description:
The reporter stated, the surgeon inserted a 12.6 mm micl 12.6 implantable collamer lens and the lens was damaged. The lens was removed, and the patient had iris damage and hyphema. The backup lens was not implanted. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
Other (iris damage), (lens damaged). Evaluation results - (other): visual inspection of the returned product found small scratches on one haptic. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.